Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and severely calcified left superficial femoral artery. A 6.0mmx220mmx150cm sterling balloon catheter was advanced for dilation. However, on initial inflation at 6 atmospheres for 5 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported.